Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (stent deformation, failure to deliver the stent). Patient's condition affected effectiveness of device (severe calcification, excessive tortuosity). Failure to follow instructions (force used to advance and withdraw device). Evaluation conclusions: known inherent risk of procedure (stent deformation, failure to deliver the stent). Device failure/lack of effectiveness related to patient condition. User error contributed to event (force used to advance and withdraw device).

Event description:
The physician intended to use a resolute integrity drug-eluting stent to treat a lesion in the proximal rcx with severe calcification and excessive tortuosity. The target lesion was pre-dilated using a non-medtronic balloon. Resistance was encountered advancing the resolute integrity device across the lesion and force was used in an effort to advance the device. It was reported that the device did not pass the lesion and was removed. Force was used to remove the device. Stent segments were reported to be slightly misaligned. The device had been inspected and prepared as per the product instructions for use (IFU) prior to use with no abnormalities noted. A second stent successfully passed the lesion. No clinical sequelae were reported. Evaluation summary: the device was returned to the manufacturing facility for evaluation. The stent was positioned between the marker bands as per specifications. The 3rd and 4th proximal segments were raised and deformed.